Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she passed out. The customer's blood glucose was 59 mg/dl at the time of incident. The customer stated that the blood glucose dropped to 25 mg/dl after passing out. The customer stated that she found that the reservoir was empty. The insulin pump will not be returned for analysis.